Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 350cc mentor memorygel breast implant (catalog #: 350-3501bc, serial #: (B)(4)) . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture. MRI performed on (B)(6) 2019 visualized the rupture. As a result, the patient is scheduled to undergo removal without replacement on (B)(6) 2020, and the patient is undecided if she will reimplant in the future.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral rupture and ptosis. On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection, the sample was found to be ruptured and received in two pieces. Additionally, a crease was found on the edges of the rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).